Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event. Product family: scs-ipg-r, upn: (B)(4), model: sc-1160, serial: (B)(4), batch: 367520. Product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 3196556.

Event description:
It was reported that the patient was experiencing pain at the midline incision site. The patient was admitted to the hospital and the physician assessed that the patient had an infection. The patient underwent an explant procedure of the entire system, and was administered antibiotics. The physician does not know if the infection is device or procedure related and does not know the cause of the infection. The patient is stable post-operatively and has been discharged from the hospital.